Event description:
The ECG clips utilized to obtain ECG tracings are breaking at an alarming pace. This is a newer product to this facility and within 10 days of using over 30 clips required replacement.